Manufacturer narrative:
The pt info is unk. The hospital declined to provide the pt info. The angiosculpt device was returned for eval. Visual examination confirmed the balloon appeared to have been inflated but did not identify any unusual characteristics. A 0.014" lab guide wire was inserted into the guide wire lumen and advanced with no resistance. The angiosculpt device was then inflated to 10 atmospheres. At this pressure, a leak at the distal end of the hub (strain relief/hub junction) was observed. Each device is 100% leak tested prior to shipment. Per the IFU, the user is requested to perform a vacuum prep prior to use of device. No report of leak was reported by the user prior to use. Potential mishandling of the device by the user may have resulted in the observed leakage at the distal end of the hub outside the pt.

Event description:
When the balloon was inflated inside the body at within normal pressure, the pressure gradually decreased. It was fluoroscopically observed that no contrast media leaked from the balloon. The physician stopped using the angiosculpt device.